Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during system revision due to an infection on a more recent implant, externalized conductors were observed via fluoroscopy. Noise and undersensing were also noted.

Manufacturer narrative:
A partial lead with the middle segment measuring 37.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.